Manufacturer narrative:
Intuitive surgical, inc (isi) received the unit involved with this complaint and completed the device evaluation. The endoscope controller was tested and found to be working within specifications. Reported error 95 and 319 mean a board has reported a temperature that is beyond the operating range of the parts and a node configured to be present did not respond during system starting up. The pca board was installed on an in-house system and it functioned without errors. The system ran 10 power cycles with this board with no errors. The pca board was left overnight burn-in, and it passed with no issues. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer experienced a non-recoverable error 95 indicating an over temperature fault. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse) the customer had power cycled the system, however, upon power up the system generated error 319 pointing to the endoscope controller (ec) not responding. The customer verified that the vision side cart (vsc) was free of obstructions and then attempted a hard power cycle on two occasions with no change. At that time, the surgeon made the decision to abort the da vinci surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was unable to reproduce the reported failure. However, the fse replaced the ec as precaution and cleaned the vp filter to resolve the issue. The ec contains a high-intensity light source to illuminate the surgical site and the electronics for processing the video images from the endoscope.